Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's stimulation was increased, and two weeks later the patient had ear pain and an electrical sensation on their right side. After the first episode the patient experienced the issue 3 more times, 1 week apart. It was reported that the patient went to the ER. It was also reported that the patient lost their hearing at an unknown date. At the ER the patient was given ear drops, and there was nothing abnormal seen in their ear. It was unknown when the issue began, but it was noted to be sudden. No further complications were reported or anticipated.